Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 590 mg/dl. The customer was informed that there could be many reasons for high blood glucose. It is unknown whether the insulin pump had anything to do with the high blood glucose. The customer is sending their broken pump back for analysis. No further information was provided.